Manufacturer narrative:
One single dpt - vamp jr was returned for examination. The reported event of "tubing came apart" was confirmed. The pressure tubing had been detached from the bond joint with vamp jr. Z site one-way valve. The tubing was bent near the point of detachment. Indication of bonding material was evident on the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be within specification. No other visible damage was observed from the kit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The investigation of detached pressure tubing concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation if received.

Event description:
It was reported that during use of a vamp jr, the tubing came apart just distal to the vamp jr at the access port. The picu nurse manager stated that the line came apart when the nurse had turned the flow-by to obtain a lab specimen. The line was immediately clamped, and the line was changed out. No patient complications were reported. Patient demographics were unable to be obtained at the time of this report. The risk management department is deciding if the device can be returned for examination.